Event description:
Boston scientific received information that during the elective procedure to replace this patient's pacemaker, this right ventricular (rv) lead was exhibiting impedance measurements greater than 2500 ohms due to a fracture. Therefore, the lead was removed from service and replaced without further incident.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.